Manufacturer narrative:
(B)(4).

Event description:
Caller reported that patient had a loss of therapeutic effect "out of the blue", and impedance readings <250 ohms on 0-1 and 1-0. Caller had patient programmed at 2-0 and this was the only pair that patient was able to get successful stimulation with. Every other pair avoiding 0-1 was either a stabbing/jolting sensation or in the wrong area. Patient experienced pain and numbness in the left leg since (B)(6), 2010, and turned the device off on (B)(6) 2010, per the guidance of the company representative. Caller indicated that pain was still present with the stimulation off. Patient was on methadone for other pain and he still experienced pain down the left leg. Caller stated the timing of the pain in the left leg coincided with 2 programs "going out". Caller stated x-rays were taken, but the hcp needed to compare the x-rays to the trial x-rays. Further information has been requested, and a follow-up MDR will be sent if any additional information is received.